Event description:
It was reported to philips that the flexvision monitor in the examination room was not showing any image. The system was in clinical use at the time of the reported event. There was no harm reported. Philips has started an investigation of the complaint.